Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower pharmacy order delayed devices were on critical override. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a delay in pharmacy orders. A technical support specialist confirmed that the issue was resolved by the customer but not details on the resolution was provided. The system functioned as intended after the customer troubleshot the device.